Event description:
It was reported while using bd plastipak¿ syringes with luer-lok¿ tip foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: today (B)(6) 2023) it was noticed that there was some brown discolouration of the finger touch points on the syringe barrel when it was unwrapped, and this was only noticed when the azacitidine was about to be dispensed - there was nothing in the isolator at the time that was brown in colour, so it is unlikely that the syringe was contaminated during use. Additionally, there appears to be some brown discolouration near the tip of the syringe, which may be on the inside of the barrel. I have attached photos of both discolourations. There is also a white substance around the tip of the luer lock and on the inside of the barrel, but it is possible this is just traces of azacitidine. The dispensing of the azacitidine was remade using a different syringe, which was not found to have any defects.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 04-may-2023 . H6: investigation summary: one sample and two photos were provided to our quality team for investigation. Through visual inspection, it was observed that the loose syringe has brownish embedded spots in the barrel flange and collar areas. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. This type of defect is cosmetic and does not pose risk to the customer. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Manufacturer narrative:
Initial reporter addr 1: (B)(6). E.1. Initial reporter addr 2: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes with luer-lok¿ tip foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: today ( (B)(6) 2023) it was noticed that there was some brown discolouration of the finger touch points on the syringe barrel when it was unwrapped, and this was only noticed when the azacitidine was about to be dispensed - there was nothing in the isolator at the time that was brown in colour, so it is unlikely that the syringe was contaminated during use. Additionally, there appears to be some brown discolouration near the tip of the syringe, which may be on the inside of the barrel. I have attached photos of both discolourations. There is also a white substance around the tip of the luer lock and on the inside of the barrel, but it is possible this is just traces of azacitidine. The dispensing of the azacitidine was remade using a different syringe, which was not found to have any defects.